Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and defibrillation failed to convert the rhythm. The vt terminated on its own following the ten shocks. The right ventricular (rv) lead remains in use and a subcutaneous defibrillation lead was implanted. No further patient complications have been reported as a result of this event.